Event description:
The user threw a metal ring into a tray of device and the device splashed into the user's eyes. The user rinsed out the eyes and later went to see a dr the same day to have her eyes looked at. The dr diagnosed her eye was being burned a little bit and prescribed an antibiotic. No product discrepancy is indicated and the event was due to user error.